Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, when priming the cardioplegia delivery line prior to cardioplegia delivery, the roller pump jammed five times. The device was not changed out, as the perfusionist (ccp) adjusted the tubing in the roller pump. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the pt.

Manufacturer narrative:
This issue also occurred the day after for the customer. (See MDR # 1828100-2014-00277 for that occurrence).